Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) on the right atrial (ra) channel. Technical services (ts) reviewed the data and discussed that some p-waves were undersensed which resulted in atrial pacing. Ts was unable to determine whether there was capture. Ts discussed adjusting the sensitivity and suggested in office testing. This ra lead remains in service and no adverse patient effects were reported.